Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. There is no indication of a device malfunction contributing to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient was appropriately treated on (B)(6) 2018. It was reported that the patient passed away while in the hospital. The patient degraded to vf at 06:45:68 on (B)(6) 2018. The lifevest delivered one appropriate treatment at 06:46:35, but the treatment was unable to convert the arrhythmia. The post-shock rhythm was vf degrading to asystole.